Manufacturer narrative:
The biomed manager reported that the central nurse's station (cns) shut down but came back up within a minute. She then heard a beeping sound. She confirmed there were no error messages. On a follow up call by qa, she reported that once the battery was replaced in the ups, the beeping stopped, and patient monitoring resumed with no issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain the information was made, but could not be provided: d10 e1 attempt # 1: mm/dd/yyyy contacted the customer by phone for the information in the ni list above: the customer reported that the information could not be provided.

Event description:
The biomed manager reported that the central nurse's station (cns) shut down but came back up within a minute. She then heard a beeping sound. She confirmed there were no error messages. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomed manager reported that the central nurse's station (cns) shut down but came back up within a minute. She then heard a beeping sound. She confirmed there were no error messages. On a follow up call by qa, she reported that once the battery was replaced in the ups, the beeping stopped, and patient monitoring resumed with no issue. No patient harm was reported. Investigation summary: the beeping resolved shortly after the cns rebooted. The customer later confirmed that the battery for uninterruptable power supply (ups) had been replaced and the issue did not recur. There were no device errors, and no evidence of a cns malfunction was reported. The behavior is consistent with a ups power interruption triggering an alert. Since no device-related fault was identified, the root cause is external power disruption due to the ups. Nk will continue to monitor and trend. The following fields contain no information (ni), as an attempt to obtain the information was made, but could not be provided: d10. E1 email address. Attempt # 1: mm/dd/yyyy contacted the customer by phone for the information in the ni list above: the customer reported that the information could not be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomed manager reported that the central nurse's station (cns) shut down but came back up within a minute. She then heard a beeping sound. She confirmed there were no error messages. No patient harm was reported.